Event description:
The customer reported her blood glucose reached 381 mg/dl less than 24 hours after the pod was activated. There was an insulin leak at the site and the pod was then removed. She feels that the cannula was not inserted into the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.